Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. On 07may2025: additional information was received from the issuer regarding this incident. Therefore an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "dear quality department, please find attached our incident report regarding an incident report h y b r I d 1 2 1 4 d - dv blt 009-2024. The product is available at our facilities and we look forward to receiving the regarding complaint number and your authorization to return it for its analyst". Update 07may2025 - additional information received from the issuer: "the physician begins the procedure by providing support with a chaperon guide catheter and subsequently requests a micro-catheter headway + hybrid1214d to go up to the aneurysm, but while performing this procedure he realizes that the microguidewire has broken and it has left the distal part of it in the aneurysm at middle cerebral level. The physician reports this incident and proceeds to remove this portion of the guidewire with a snare recovery loop with good results. Subsequently, another microguidewire from the same batch is passed and this behaves better, so the procedure can be continued, which ended without further complications. The physician requests that we report the incident so that the device can be reviewed by the manufacturer." Incident report form submitted for this complaint indicates that no patient injury was sustained.